Manufacturer narrative:
D2b: corrected. Manufacturer's investigation conclusion: it was reported that a circuit crack and disconnection was due to a staff member accidentally bumping into the centrimag pump; however, a specific cause for these events could not be conclusively determined through this evaluation. No damage or device-related issues were identified through the evaluation of the returned centrimag blood pump. The patient was placed on veno-venous extracorporeal membrane oxygenation (vv ECMO) on (B)(6) 2025. At approximately 23:32 on (B)(6) 2025, it was reported that a staff member accidentally bumped into the centrimag pump, causing a crack and circuit disconnection. The account attempted to stop exsanguinous drainage and performed a circuit exchange. The centrimag blood pump, lot # l08279-la4, was returned without any connections to tubing. Sections of tubing were also returned; however, it was unable to be determined which of the returned tubing, if any, had been connected to the returned pump. There were no remarkable findings regarding the returned tubing. The inlet and outlet ports showed no evidence of cracking or other damage. Examination of the pump's blood-contacting surfaces and tubing revealed no evidence of depositions or thrombus formations. Visual inspection of the blood pump revealed no evidence of damage to the impeller blades, rotor body, rotor well, or pump housing. Following cleaning, visual and microscopic examination of the blood pump revealed no damage or abnormalities. The blood pump was functionally tested on a mock circulatory loop with a test motor and equipment. The blood pump functioned as intended in accordance with manufacturing specifications. The centrimag blood pump instructions for use (IFU) cautions to not hit or strike the pump with hands, objects, or instruments. Do not strike the pump against any surface or object. The IFU also cautions that shock may cause damage to the device, which may cause device malfunction. Bleeding is listed in the IFU as an adverse event that may be associated with the centrimag circulatory support system. The IFU states that it is intended that systemic anticoagulation be utilized while the device is in use and anticoagulation levels should be determined by the physician based on risks and benefits to the patient. The IFU also warns that frequent patient and device monitoring is recommended. Review of the device history record (DHR) for the centrimag blood pump, lot #l08279-la4, revealed no deviations from manufacturing or quality assurance specifications. The centrimag blood pump instructions for use (IFU) lists bleeding as an adverse event that may be associated with the centrimag circulatory support system under ¿adverse events¿. This IFU also provides the following warnings and cautions: IFU warning #7: it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #3: do not hit or strike the pump with hands, objects, or instruments. Do not strike the pump against any surface or object. Shock may cause damage to the device, which may cause device malfunction. IFU caution #12: do not use the pump if it has been dropped. Dropping or other severe shock may cause damage which could lead to device malfunction. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. The section titled ¿pump setup and operation¿ warns ¿if leaks or other anomalies are found in the circuit, remove the pump and replace with a new, sterile pump, repeating the above steps to prime.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
The staff in the room "knocked into the pump" allegedly causing a crack which required switching the circuit due to the patient exsanguinating. A new pre-primed circuit was initiated, and air was identified post initiation. The patient deceased because the air was unable to be safely removed. The pump was a pre-primed circuit that was ready for emergencies prior to the event. Per two separate phone calls, air was identified in the circuit before initiating support and likely entered the system during priming. After follow-up the ECMO coordinator communicated "the change out was attempted but was unsuccessful because the patient [had passed away]¿.

Event description:
It was reported that the patient was on veno-venous extracorporeal membrane oxygenation (vv ECMO). On (B)(6) 2025 at approximately 23:32, it was identified that the venous cannula cracked and disconnected from circuit. A circuit exchange was performed in attempt to stop exsanguinous drainage. During time of circuit, the patient coded and was placed back on vv ECMO but bubbles were identified in the circuit with inability to get out without causing additional harm to patient. The patient passed away at 00:05 on (B)(6) 2025 when the centrimag blood pump was "bumped by staff" which caused air to get in the circuit. The patient was non-pulsatile already and the air caused the patient to pass. Per the site, given the circumstances, it was believed that the hardware was not at fault and would not be returned.

Manufacturer narrative:
D4: device expiration date cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section d4: lot number previously provided was invalid. Serial number was not provided. Expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section d5: operator of device corrected. Section h6: health effect - clinical code corrected. Manufacturer's investigation conclusion: a specific cause for the reported events could not be conclusively determined, and a direct correlation with the centrimag blood pump could not be conclusively established through this evaluation. The patient was placed on veno-venous extracorporeal membrane oxygenation (vv ECMO) on (B)(6) 2025. At approximately 23:32 on (B)(6) 2025, the venous cannula cracked and disconnected from the circuit. The account attempted to stop exsanguinous drainage and performed a circuit exchange. As the circuit was being exchanged, the patient coded and was placed back on vv ECMO. However, bubbles were identified in the circuit that were unable to be removed without causing additional harm to the patient. Despite efforts, the patient expired at 00:05 on (B)(6) 2025. It was reported that the centrimag pump had been bumped by the staff, which caused air to get into the circuit. The centrimag equipment was not considered to be at fault, so it was reported that it would not be returned for evaluation. The provided lot number was not valid, and the contacted customer did not have identifying information for the product. The centrimag blood pump instructions for use (IFU) lists bleeding and death as adverse events that may be associated with the centrimag circulatory support system under ¿adverse events¿. This IFU also provides the following warnings and cautions: IFU warning #2: ensure that the pump and circuit have been debubbled and primed properly prior to use to minimize the risk of air entry to the patient. IFU warning #3: massive air entry into the pump will cause the pump to deprime and blood flow to stop. Clamp the outlet tubing, stop the pump, and remove air prior to resuming circulation. IFU warning #7: it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #10: frequent patient and device monitoring is recommended. IFU warning #14: do not operate the pump with its inlet tubing clamped as a negative pressure will be generated in the pump and air bubbles may be formed in the priming fluid or blood. IFU warning #16: as with all continuous flow pumps, operating at too high a speed can result in negative pressure at the inlet which can lead to collapse of the ventricle or blood vessels, inlet cannula obstruction, inspiration of air, outgassing, cavitation and increased risk of embolism. Always operate the system at the lowest speed consistent with the volume of blood available to be pumped and clinically acceptable circulatory support. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. The section titled ¿pump setup and operation¿ provides instructions for inserting the cannula and de-airing the system. This section warns ¿do not over tighten sutures when securing cannulae to tissues and vessels. Over tightened sutures may result in obstruction and interruption of blood flow through the cannulae. Suturing used to secure cannula must be made with sufficient tension to hold the cannula in place over the full range of patient activity. Failure to effectively secure cannulae in place poses risk of decannulation, bleeding, or air embolus.¿ this section also warns ¿if leaks or other anomalies are found in the circuit, remove the pump and replace with a new, sterile pump, repeating the above steps to prime.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Corrected data section h10: medwatch number added. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
The ECMO specialist and registered nurse (rn) were bathing the patient, after the bath, the rn walked past the machine and bumped it with their hip. The machine then began alarming low flow and the ECMO specialist responded and noticed exsanguination coming from the tubing. Regarding the second circuit that could not be placed on the patient, it was unable to be identified how there was air in it. It began alarming when there were bubbles after performing the circuit exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that a circuit crack or disconnection was due to a staff member accidentally bumping into the centrimag pump; however, a specific cause for these events could not be conclusively determined through this evaluation. Evaluation of the returned centrimag pump was unable to confirm any damage that could have caused or contributed to the reported disconnection or exsanguinous drainage. The patient was placed on veno-venous extracorporeal membrane oxygenation (vv ECMO) on (B)(6) 2025. On 04feb2025, it was reported that a staff member accidentally bumped into the centrimag pump with their hip while walking past the machine, which reportedly caused a crack or circuit disconnection. The account indicated through a submitted stock image that the leak was coming from the centrimag inlet port. It was reported that the tubing was not found to be loose or disconnected, and two zip ties had reportedly been used to secure each section of tubing to the centrimag pump. The account reportedly attempted to stop exsanguinous drainage from the tubing and performed a circuit exchange to a backup/pre-primed ECMO circuit, which did not include centrimag devices. The patient coded at the time of the circuit exchange and ultimately expired as air was identified in the backup circuit that was unable to be safely removed. The centrimag blood pump, lot # l08279-la4, was returned without any connections to tubing. Sections of tubing were also returned; however, it was unable to be determined which of the returned tubing, if any, had been connected to the returned pump. There were no remarkable findings regarding the returned tubing. The inlet and outlet ports showed no evidence of cracking or other damage. Examination of the pump's blood-contacting surfaces and tubing revealed no evidence of depositions or thrombus formations. Visual inspection of the blood pump revealed no evidence of cracks that could have caused the reported disconnection or patient's exsanguinous drainage. Following cleaning, visual and microscopic examination of the blood pump revealed no gross cracks nor inlet/outlet port abnormalities. The blood pump was functionally tested on a mock circulatory loop with a test motor and equipment. The blood pump functioned as intended in accordance with manufacturing specifications, and no leaks were noted during functional testing. The pump was also connected to a closed tube loop with air. The pump was submerged in water, and the loop was pressurized. No air bubbles were observed from the pump that would indicate any cracks or leaks. The centrimag blood pump instructions for use (IFU) cautions to not hit or strike the pump with hands, objects, or instruments. Do not strike the pump against any surface or object. The IFU also cautions that shock may cause damage to the device, which may cause device malfunction. The IFU warns that frequent patient and device monitoring is recommended and to always have a backup centrimag pump, console, motor, and accessories available for use. Incidental findings: - superficial imperfection in the top pump housing were noted. - an issue fitting the centrimag pump into the motor was found, resulting in contact between the pump impeller and housing, and the returned pump was found to have fit-relevant pump dimensions out of specification. A corrective action was initiated to investigate centrimag pump housing specification issues which may impact the fit of the pump within the motor. Review of the device history record (DHR) for the centrimag blood pump, lot #l08279-la4, revealed no deviations from manufacturing or quality assurance specifications. The centrimag blood pump instructions for use (IFU) (rev. C) lists bleeding and death as adverse events that may be associated with the centrimag circulatory support system under ¿adverse events¿. This IFU also provides the following warnings and cautions: IFU warning #7: it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #3: do not hit or strike the pump with hands, objects, or instruments. Do not strike the pump against any surface or object. Shock may cause damage to the device, which may cause device malfunction. IFU caution #4: the pump is provided sterile in an unopened and undamaged unit package. Inspect the device and package carefully prior to use. Do not use if the unit package or the product has been dropped, damaged or soiled. IFU caution #7: the inlet and outlet tubing and cannulae connections must be secured with two small (approximately 3.94 in (10 cm length)) cable-ties or tie bands on each connector. The locking mechanisms of the two ties should be oriented 180 degrees from each other to insure a tight seal of the tubing to the connector. IFU caution #12: do not use the pump if it has been dropped. Dropping or other severe shock may cause damage which could lead to device malfunction. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. The section titled "inspection prior to use" instructs to inspect the pump prior to use for any damage or particulate matter contamination. Do not use the pump if damaged or if any particulate matter is found on or inside the pump. The section titled ¿pump setup and operation¿ instructs to inspect the complete system; do not use a malfunctioning or damaged system. This section warns ¿if leaks or other anomalies are found in the circuit, remove the pump and replace with a new, sterile pump, repeating the above steps to prime.¿ the current revisions of the instructions for use (IFU) and operation manual can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
The tubing was immediately checked by the ECMO specialist in the room as soon as it started alarming. Prior to this, each section of the tubing was properly secured to the centrimag pump with two "zip ties".